Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that a patient had a revision in (B)(6) 2017 for reasons unknown. The healthcare professional (hcp) noted that they removed the lead but a fragment of the lead remained implanted. It was not entirely clear if the date of revision was the date the lead fragment was left in the patient ¿though it likely is¿. Thephysician now wanted to do cardiac ablation on the patient. No further information was available. There were no further complications reported or anticipated.